Event description:
My 17 year old daughter was using a philips evo recalled ventilator from (B)(6) 2021 until the day of her death in (B)(6) of 2023. She was slowly but successfully being weaned off the ventilator until (B)(6) of 2023 when she started having co2 buildup among many other unusual and unexplained things happening to her which continued to get worse until the date of her death. Her doctors and nurses were surprised by her changes and had no explanations. No one suspected her ventilator until after her death when I received a class 1 recall letter from adapt health dated june 6, 2023. I immediately informed her doctors of this recall as there are other patients using the same ventilators. They had not been informed of the recall and would have treated my daughter differently had they suspected toxin buildup from the pur foam. I am very disappointed in the philips corporation for not addressing this sooner as it could have saved the lives of my daughter and others. They should be held accountable as they have known about the problem since 2021. I currently still have her ventilators and will do whatever it takes to ensure others don't suffer pain from their neglect.